Event description:
The patient was hospitalized due to diabetic ketoacidosis. Patient is stable and in hospital with low risk of further complications. The patient's parents felt the pod was not delivering insulin, though there were no alarms recorded. In a follow up call, the patient's mother reported that her daughter's blood glucose stabilized after a new pod was activated and she was then released from hospital.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the patient's diabetic ketoacidosis and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "test results greater than 13.9 mmol/l (250 mg/dl) mean high blood glucose (hyperglycemia). If you get results above 13.9 mmol/l (250 mg/dl), but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 13.9 mmol/l (250 mg/dl), follow the treatment advice of your healthcare provider.," and advises "the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4-6 times a day. Routine checks allow you to identify and treat high blood glucose before kda develops."